Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent high out of range right ventricular shock impedance measurements. Technical services recommended the patient be seen in clinic for an evaluation and provided reprogramming recommendations. Additional information has been requested but was not provided at this time. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.